Event description:
It was reported that a clearlink secondary medication set experienced "a ballooning out of the tubing itself into a rounded area of expansion" during infusion of an unknown drug. A non-baxter primary set and a non-baxter infusion pump were used with the device. The secondary set was connected directly to the infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation out of the pouch primed. Visual inspection did not show any tubing ballooning or any other obvious defects. The device was functionally tested and checked for flow. There were no defects noted during testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.